Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-30-user applied blood to strip before inserting strip into meter test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter to customer to contact customer care because customer address was not provided.

Event description:
Consumer reported complaint for e-3 error accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling lightheaded. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test result of 100mg/dl. Test strip lot manufacturer's expiration date is 05/31/2019, and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Asked customer how she was feeling and customer states she feels lightheaded. Asked if customer was ok to continue with the product troubleshooting and customer states if she needs to go to the hospital she will, but at this time, she states she is ok enough to continue with the call. Customer is concerned of e-3 once the strip is inserted. Customer states she inserts the strip into the meter with the blood sample. While troubleshooting, customer ran a blood test and obtained a reading of 100mg/dl.